Event description:
Caller reported damage to pump housing and usb, specifically at the usb port and pins. Despite the damage, the pump had not shut down, but charging ability was impacted. Blood glucose level impact was not reported, but it was noted that the customer would use multiple daily injections as backup therapy to maintain insulin delivery. Technical support arranged for pump replacement, and the caller expressed interest in obtaining an out-of-warranty loaner pump.